Manufacturer narrative:
(B)(4): it was reported on (B)(6) 2004 that the patient had mesh implanted due to stress urinary incontinence. On (B)(6) 2006 the patients had mesh explanted due to urinary retention. She also had surgery to implant interstim device on (B)(6) 2006 for refractory urgency frequency and pelvic pain. The patient experienced recurrence of infection, urinary problems, bowel problems and dyspareunia. No additional information was provided at this time. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure (B)(6) 2004 and mesh was implanted. It was reported that the patient underwent placement of electrode, placement of the generator interstim, removal of electrode and old non-functioning ipg generator, and intraoperative programming on (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency and incontinence. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 10/06/2016. (B)(4). It was reported that following insertion the patient experienced urinary retention.

Manufacturer narrative:
Date sent to the FDA: 11/10/2016. (B)(4). Additional narrative: it was reported that following insertion the patient experienced urinary tract infection, and dysuria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02347. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a sling procedure on an unknown date to treat stress urinary incontinence. The patient experienced pain, erosion of her internal bodily tissue, infections, dyspareunia, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.